Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11.h4: the lot was manufactured between may 27-29, 2023.h11: the actual device and three photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. Leakage of tpn solution was observed from the bag into the outer pouches during the initial visual inspection of the returned samples. The reported issue of leakage was identified by visual inspection of the photo samples, as leakage from the administration spike port was clearly visible in the products picture. Functional testing of samples was performed, and a leak was identified from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva (ethylene vinyl acetate) bag was leaking from the middle port. The leak was observed during setup/preparation before patient use. There was no patient involvement. No additional information was available.